Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced. Additional information received by patient's legal counsel reported patient allegations of pain, inflammation, numbness, difficulty ambulating and problems sitting, standing and moving up and down stairs prior to patient's surgery. Legal counsel for patient further reported patient allegations of metallosis, elevated cobalt and chromium levels, stage 2 kidney impairment, hypertension and liver abnormalities at time of revision surgery. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 noted an osteophyte. Additional medical records were received and noted that on (B)(6) 2013 patient's blood was tested. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions", number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-003508 & 05812).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced. Additional information received by patient's legal counsel reported patient allegations of pain, inflammation, numbness, difficulty ambulating and problems sitting, standing and moving up and down stairs prior to patient's surgery. Legal counsel for patient further reported patient allegations of metallosis, elevated cobalt and chromium levels, stage 2 kidney impairment, hypertension and liver abnormalities at time of revision surgery. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Medical devices: 15-105056 m2a 1 pc shell 38mmx56mm 373680, x180312 bi-metric/x por nc 12x140 112100, 113848 titanium screw low prof 5x40mm 471120. Reported event was confirmed by review of the revision op notes. Review of the revision op notes reveal patient underwent a right hip revision procedure approximately seven (7) years post implantation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.